Event description:
The customer reported that the vertical column is not moving. It is stuck in the up position. Also the system was losing an image on the left monitor. During procedure, the screen on the monitor froze and they had to shut down and re-boot.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep checked the system for proper operation, no problem found. The system performs as intended.